Event description:
It was reported that the gauge needle was not at "0" position. A 26 encore balloon catheter inflation device was selected for treatment. Upon unpacking, it was observed that the needle of manometer was not at "0" position. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was visually expected and there was contrast media/ dried saline in the barrel and flexcil line of the returned device. The gauge needle was reading past 14 atmospheres. A functional test of the complaint device was carried out using a bsc stopcock. The device locking mechanism test was completed and noted that the needle did not increase when pressure was applied to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the gauge needle was not at "0" position. A 26 encore balloon catheter inflation device was selected for treatment. Upon unpacking, it was observed that the needle of manometer was not at "0" position. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).